Event description:
A beckman coulter, inc. (Bci) representative contacted customer per the troponin (accutni) customer contact marketing survey program (msp). Information was not provided as to whether one or multiple occurrences of non-reproducible false positive accutni results were generated by the synchron lxi 725 clinical system. The samples were repeated, the results of which were within normal range. The results were not reported out of the laboratory. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
Customer provided information on the laboratory's proactive repeat procedure that is implemented to verify unexpected results prior to reporting the result out of the laboratory, thereby preventing potential risk to patient safety: the initial primary tube is run through the cta (closed tube aliquoter) on one access instrument, and the repeat sample is repeated on the second access instrument. Customer did not indicate an increase in occurrence of the event, or an instrument malfunction. Therefore, onsite service was neither requested nor required. (B)(4). Eval summary: customer did not request/require service.